Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during fill tubing, the user did not see insulin drops out of the tubing. Reportedly, the luer lock connection was crooked. The user disconnected and reconnected the luer lock connection successfully. The user's blood glucose level was 178 mg/dl.